Event description:
The patient reported experiencing a blood glucose in the 500's mg/dl. The reporter stated that the blood glucose was treated by injection and the infusion set was changed and the blood glucose decreased to 200 mg/dl. The patient reported that the pump was not doing the prime tubing step correctly and had to rewind, load, and prime again. The reporter indicated that the elevated blood glucose may have been due to the tubing not being primed completely causing the patient not to get insulin. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the tubing may not have been primed correctly. The pump user guide instructs the user to prime the tubing until 5 drops are seen coming from the end of the tubing to ensure accurate insulin delivery. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms related to the complaint in the pump alarm history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump performed an ezprime operation with no difficulties. The force sensor was tested and found to be within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the keypad was torn at the up and down arrow buttons and below the ok button; all keypad buttons were found to be responding. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.